Event description:
During an in clinic follow up, it was noted there was a loss of capture on the left ventricular (lv) lead. Lead dislodgement was suspected. No intervention has been performed at this time. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.